Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm). (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 480mg/dl with strong fruity breath odor, dehydration, shortness of breath, difficulty waking up and confusion. The patient was taken to the hospital. The patient was diagnosed with diabetic ketoacidosis and had loss of consciousness. The patient was treated with insulin via pump and IV fluids. Customer support (cs) completed troubleshooting and it was determined that the patient had an empty cartridge and the patient went a lengthy time without insulin. This report is being made due to the bg excursion the patient experienced due to user error.